Event description:
It was reported that inappropriate therapy and low lead impedance were observed. Attempted charges were aborted. Possible output circuit damage may have occurred. The ICD and lead were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.